Event description:
Customer reports a single day infusor containing vincristine, adriamycin, and saline to a total volume of 48ml overinfused over 16 hours. Customer reports no adverse clinical reaction. No further details available.